Manufacturer narrative:
The insulin pump was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Event description:
The customer reported that the insulin pump received a critical pump error. Customer's blood glucose value was 97 mg/dl. The customer also reported that the transmitter had cracks. The customer also stated that the needle was bent. The device will be returned for analysis.